Event description:
The us customer reported the lack of staining on random portions of the slides. The customer also observed drips from the probe. This issue was seen before, and this is a reoccurring issue; tests were completed manually. The field service engineer inspected the instrument and replaced the faulty aspiration and dispense check valve that caused the staining issue. The instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.